Event description:
Mammotome room- breast biopsy for right breast calcifications. While doctor was inserting the marker clip, the sheath sheared and when surgeon took out the sheath, a piece was left inside. Foreign body (fb) was able to be seen by mammogram. Patient transferred to room for removal of fb with fluro.